Event description:
It was reported that the surgeon implanted an aq2010v three piece silicone lens and when the patient returned for a post-operative visit, the surgeon noticed an imperfection on the lens. The incision was enlarged to remove the lens and a suture was required to close it. Another lens same type of lens was implanted.

Manufacturer narrative:
A work order search was performed on the serial number and there were no similar complaints found within the work order.